Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was unconscious/unresponsive post cardiac arrest at home found by family member with device alarming. Patient was not attached to battery source. Emergency medical service (ems) arrived and found patient purple, without pulse or respiratory effort. Patient was re-attached to device battery source and intubated. He responded with pink color. On transfer and arrival to closest hospital was admitted to the emergency room, patient was intubated and placed on ventilator. Patient had ventricular fibrillation with implantable cardioverter defibrillator (ICD) firing. Per interrogation there were no diminished device flow events, unable to asses if oliguria, pre-syncope or syncope occurred with arrhythmia. Update, per electrophysiology physician: patient had onset of ventricular tachycardia at 11:45 converted at 12:15 with shock. Total seven shocks. Ventricular tachycardia by device was very low amplitude with significant under detection. Arrhythmia treatment included amiodarone bolus and infusion and magnesium bolus. Converted to ventricular pacing. Patient was treated with hypothermia protocol post ventricular fibrillation arrest. Patient was transferred to device implanting hospital, remaining on ventilator support until care was withdrawn on (B)(6) 2012. No further information provided at this time. Add'l info received states patient had a double disconnect, site states it was not a controller or battery issue. Patient died on (B)(6) 2012, there was no autopsy performed and device will not be returned. No further information provided at this time.

Manufacturer narrative:
Product event summary: hvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed power consumption was within normal operating ranges up to the event date. Multiple low flow alarms and suction alarms have been logged since march 4, 2012. Of note, it was reported that the patient expired on april 23, 2012. The reported event of "double disconnect" could not be confirmed since the log files did not reveal any loss of power events around april 23, 2012; therefore it is unlikely that a loss of power event could have contributed to the death. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flow alarms may be attributed to multiple factors including but not limited to poor vad filling, kink in outflow graft, thrombus at inflow cannula/outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.